Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 32/-4; cat # 6570-0-032; lot # 80419801. Mod con dist stem 16 x 155 mm; cat # 6276-7-016; lot # caxy814e. 23mm mod rev hip bdy/blt +10mmcomponent level 9006-1-123; cat # 6276-1-123; lot # 71313802. Tridentii tritanium multi 48d; cat # 709-04-48d; lot # 74662201a. 6.5mm low profile hex screw 20mm; cat # 7030-6520 ; lot # 2nne. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: it was reported that the patient¿s right hip was revised due to infection. As reported by rep: ¿patient had a periprosthetic fracture, revised to a rest mod. Surgeon stated that the patient subsequently developed mrsa infection due to a house pet. No other information available due to hospital policy. ¿rep provided usage sheets and x-rays. A head and liner exchange was performed. Root cause: the root cause of the fracture and the infection cannot be ascertained without additional medical records. Relative to the infection, the most likely cause of a pji in the early postoperative period would be related to the hospitalization not a pet at home. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and no other similar events were reported for the sterile lot. Conclusions: the event revision due to infection involving a trident liner was reported. The event was not confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to infection. As reported by rep: "patient had a periprosthetic fracture, revised to a rest mod. Surgeon stated that the patient subsequently developed mrsa infection due to a house pet. No other information available due to hospital policy." Rep provided usage sheets and x-rays. A head and liner exchange was performed.